Event description:
Hill-rom received a report from the account stating the bed exit does not alarm. The bed was located at the account in the bed shop. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
.The hill-rom technician found the bed was not zeroed correctly and the scale was reading -8. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance of this bed in 2012-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician zeroed the scale to resolve the issue. Based on this information, no further action is required.